Event description:
In 2003, the MFR received a call from the vad coordinator reporting that while getting ready to move the pt, vad coordinator had disconnected the power base unit (pbu) from the wall ac. The pt reported that the pbu alarmed and the pump had stopped. The vad coordinator reconnected the pbu to wall ac and the pump restarted seconds after it stopped. The pt was then switched to a back up pbu, and the hosp called the MFR to have them come out to check the pbu.